Manufacturer narrative:
H3: product was not returned for investigation. Five photos were attached to the complaint: on the admin set assembly no abnormalities can be observed, the tubing is settled on the pressure plate correctly, however on photo no. 4 and photo no. 5 bubbles can be observed through the tube. Lot history review found that no complaints to the same failure mode and lot number have been reported. The failure mode of under infusion is not confirmed due to no sample returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a pump and/or tubing incident. It was a 24-hour infusion that was set for 22 hours. The patient reported that the medication was infusing. When patient came in 22 hours later, they determined that only 95ml of volume (from total volume of 566 ml) had been actually given. The pump resolution volume read 0ml. There was patient involvement, and no patient harm/adverse event reported.